Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 9680001-2020-00010, 2030404-2020-00016. During a re-do pulmonary vein isolation ablation procedure a pericardial effusion occurred. Following the procedure the patient was hypotensive, nauseous, and experienced chest pain. Transesophageal echocardiography was performed and confirmed a pericardial effusion. A drain was placed to stabilize the patient. The user stated a cardiac perforation may have occurred in the left atrial appendage, in which the spiral and ablation catheters were located or during sheath removal. There were no performance issues with any abbott device.